Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a low and not charging battery . There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:  baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "battery low!", "battery very low!" Which were verified through a review of the event history log but were not determined if the alarms were true or false. Evaluation was unable to reproduce the reported symptom. The alternating current (ac) power adaptor and the 6-pin connector on the rear case was damaged which may affect battery charging. The rear case and ac power adaptor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.